Manufacturer narrative:
(B)(6) 2016 07:12 am (gmt-4:00) added by (B)(6) ((B)(4)): after receiving a correspondence from the FDA regarding the received initial e-MDR report indicating the e-MDR was 5 day and a 30 day report, a supplemental report was created to correct the incorrect selection of a 5-day report instead of the initial value. The initial and 30 day report values were meant to be selected for the received initial e-MDR report.

Event description:
(B)(6) 2016 07:09 am (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4).

Event description:
(B)(6) 2016 06:49 am (gmt-4:00) added by (B)(6) ((B)(4)): it was reported that a measured value differs from the set value. It is not known if the anesthesia workstation was used on a patient at the time of the event. No injuries have been reported. (B)(4).

Manufacturer narrative:
Multiple requests for additional information such as the service report, parts replaced/exchanged, or the device logs were issued, but not provided. Without additional information, we are unable to confirm or determine the cause of the reported event.

Event description:
(B)(4).